Event description:
It has been reported to philips that the allura system would not expose during a dsa (digital subtraction angiography). The device was in clinical use. No patient or user harm reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, it was reported that the device was in use during a clinical procedure but could not be used to take an exposure until the device had been restarted several times. Philips contacted the customer and confirmed that the device experienced a c-arm orientation fault. The customer repaired the device with a third party; no device inspection was performed by philips. The customer has not made any further allegations regarding this issue. The codes were updated based on the investigation outcome. H3 other text : evaluation not approved; no response received for further information.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, it was reported that the device was in use during a clinical procedure but could not be used to take an exposure until the device had been restarted several times. Philips contacted the customer and confirmed that the device experienced a c-arm orientation fault. The customer repaired the device with a third party; no device inspection was performed by philips. The customer has not made any further allegations regarding this issue. The codes were updated based on the investigation outcome. The reporting address line 1 and reporting address city have been updated.